Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2018-12004. Reference MFR. Report#: 1627487-2018-12005. Reference MFR. Report#: 1627487-2018-12006. Follow-up information revealed the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4 - reference MFR. Report#: 1627487-2018-12004, reference MFR. Report#: 1627487-2018-12005, reference MFR. Report#: 1627487-2018-12006. It was reported the patient lost stimulation and experienced pocket stimulation following a permeant drg implant procedure on (B)(6) 2018. Reprogramming was unable to resolve the issue. As such, the patient will undergo surgical intervention as the next course of action.